Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore upon insertion. The incision was enlarged to remove the lens and sutured after another lens was implanted.

Manufacturer narrative:
Eval codes, results: visual inspection of the returned product showed that the optic was torn and a haptic was torn off from the optic and deformed. There was a clear surgical residue on the lens. Conclusion: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.